Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt clarified no replacement surgery was scheduled at all yet but they were looking for a doctor to do it. Pt said their stimulator was old, 8-10 years old. Issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they need a new battery put in since their current stimulator only holds charge for 4-5 days. Pt stated the battery used to hold charge for 2 weeks and it gradually started getting worse 6 months ago. Pt mentioned they have an appointment with an hcp but it's not till a month from now and pt wanted to see someone sooner. Patient needed physician to check their implant battery and possibly replace it. Agent emailed physicians listing to pt. Pt stated they currently don't have a managing hcp and that their new hcp does pain injections in the spine and pt mentioned they had those injections dozen times and they did not help and they were not getting them anymore. Pt requested adhesive discs, agent sent email to request adhesive discs be mailed to pt. Pt mentioned they used adhesive discs because their belt never worked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.